Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic damaged or jammed in delivery system. The procedure completed same day. There was patient contact. Additional information has been received and stated the lens remained in delivery system. There was no patient harm. This report is associated with multiple complaints. This file is 1 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. Only the device was returned. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint "haptic damaged or jammed in delivery system" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).